Event description:
The pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 5/19/2015. Exemption number: (B)(4). (B)(4).

Event description:
Per additional information received, the patient has experienced recurrence, infection, and unspecified urinary problems.